Event description:
It was reported that the device was used during a laparoscopic gastric procedure. The surgeon fired the device across the stomach and it locked on the tissue. Another device was used to complete the case. There was no consequence to the pt.